Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips were not closing properly on the cystic artery. The same thing happened with another clip applier. There was no consequence to the pt.